Event description:
At the beginning of the procedure, there was a communication issue with the workmate claris amplifier and the procedure was cancelled. When the diagnostic catheter was connected, there were no signals on the workmate claris system, but there were signals on ensite precision system. The catheters were disconnected from the lower bank and reconnected to the upper bank and connected directly to the workmate claris system. After verifying the correct configuration on the workmate claris system, most signals were present but there were still locations that were missing. When attempting to pace, all catheter signals were intermittent, and the case was cancelled.

Manufacturer narrative:
One claris¿ amplifier 120 channel was received for evaluation. Power was applied to the amplifier and the amplifier passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. During the investigation that the amplifier would intermittently loose communications as a pop-up within the claris display workstation would appear ¿packet rate out of bounds¿¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an intermittent single board computer.